Event description:
It was reported that at routine device replacement, there was difficulty inserting leads into the header. The set screw could not be set either. The device was returned and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event was confirmed. Upon receipt, a partial lead section was stuck to the lv lead bore. Extensive damage was observed around the lv ring connector block and several set screws were missing. Due to the damaged header and missing set screws, the cause of the field event could not be determined.